Event description:
It was reported that the customer experienced an unknown elevated blood glucose (bg) level which resulted in a hospitalization. Cause was not known. Customer reported diabetic ketoacidosis and an unspecified injury as a result. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.